Manufacturer narrative:
Concomitant medical products: concomitants: 4524545 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng 4398036 164-12-12 - novation element ro x/o sz 12 4369680 170-36-00 - biolox delta femoral head 36mm od, +0mm 3728252 180-65-25 - alteon 6.5mm screw, 25mm 4410354 186-03-54 - integrip mh cup sz 54mm.

Event description:
Per a report from the legal department a patient had an initial hip replacement on (B)(6) 2016. Approximately 4 years and 7 months after the initial procedure, the patient underwent a hip explantation on (B)(6) 2021 due to an infection. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: investigation results: the nv gxl liner neutral device with sn (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s infection, that occurred over 4 years after implant, and the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.